Event description:
The customer reported that a parent of a patient that is on the 3100a with a pacemaker was complaining that they were "not feeling right" when they were around the 3100a. The hospital contacted the manufacturer of the pacemaker and were told that magnetic field could affect the pacemaker.

Manufacturer narrative:
(B)(4). The carefusion technical support specialist referred the customer to the ventilator operator's manual that provides information on rfi/magnetic frequency. The carefusion product manager also contacted the customer to provide information indicating that the 3100a and 3100b high frequency oscillatory ventilators comply with the magnetic field radiated emissions in accordance with the re 101 requirement in mil-std 461f from 30 hz - 100 khz (at 7cm).